Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account is unable to obtain patient results on the architect analyzer due to error code 1007 (unable to process test, activated read failure). The issue was not assay specific and it did not result in abnormal patient results. The customer was able to obtain patient results with the repeat. The issue occurred after installing reaction vessel cells, lot # 69435p100. No impact to patient management was reported.

Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the guidewire crossed through the ultratome guidewire port and was inserted into the central bile duct. When the nurse pulled the cut wire, it would not form an arch as required. It was reported that the device had come in contact with the scope elevator. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.